Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the device became stuck on the wire. An angiojet solent omni catheter was selected for use during an arteriovenous (av) declot procedure in the patient's left arm. During the procedure, while the catheter was in the vessel, an unspecified wire became stuck within the catheter and was unable to be removed independently. Therefore the two devices were removed together as one unit. When the devices were visualized outside of the body, the angiojet catheter appeared kinked or twisted into the wire. A new catheter was used to complete the procedure. No patient complications were reported. The patient's condition was fine after the procedure.